Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the field service engineer found the bending section cover glue of the uretero-reno fiberscope had yellow residues. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The customer reported yellow foreign matter in curved rubber adhesive. Because the equipment was not returned to olympus, no foreign matter was found to be attached to/clogging the curved rubber adhesive, and the foreign matter could not be identified. It was confirmed that there was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter. Because the equipment was not returned to olympus, no physical damage was found in the area where the foreign matter remained. The detection method is described in chapter 3, preparation and inspection, of the instruction manual urf-p7/urf-p7r operation manual. Prevention measures are described in chapter 5, "reprocessing the endoscope," of the instruction manual urf-p7/urf-p7r0 reprocessing manual. Olympus will continue to monitor field performance for this device.